Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the non tortuous and non calcified shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, a balloon ruptured in the shape of a pinhole was noted upon first inflation at 8 atm for 1 minute. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.